Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system on (B)(6) 2007. It was reported that about two years later after having a drug pump implanted, the pt's programmer displayed a "system disabled" error message. Attempts at communicating with the ipg using a different pt programmer was not successful. The pt's ipg was explanted and replaced on (B)(6) 2009. The explanted ipg was not returned to the manufacturer for analysis. No further info is available.